Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart that forced him to rewind the insulin pump. Customer's blood glucose level was not reported. In the alarm history two external error, two unexpected restart, and eight displayable history check failed on startup alarms were found. The insulin pump was not in use for an extended period of time. The insulin pump also alarmed failed battery test. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No failed battery test was noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No external ram crc error alarms or unexpected restart alarms were noted. The pump was received with multiple displayable history alarms in the history screen due to a corrupted history file. The pump was received with minor scratches on the lcd window.